Manufacturer narrative:
This lead was discarded and therefore will not be returned; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead showed a linear shock impedance trend from 110 ohms in the end of 2022 to 180-190 ohms currently. There were no evocable or recorded noise. All other lead parameters were in range and stable. No threshold or pacing impedance issues. X-ray imaging did not show evidence of compromised lead integrity. Commanded shock testing was performed and showed within-range shock impedance. Since the patient's implantable cardioverter defibrillator (ICD) has an estimated remaining battery longevity of 1.5 years, the lead will be monitored via the latitude remote patient monitoring system until device replacement. No adverse patient effects were reported. This rv lead remains in service. Additional information received indicates that after initial stabilization, the lead started showing peaks of impedance greater than 300 ohms. Subsequently, the patient underwent a revision procedure, and this rv lead was explanted during an upgrade procedure (from an ICD to a cardiac resynchronization therapy defibrillator (crt-d) system). Besides intervention, there were no other adverse patient effects reported. It was noted that the explanted lead did not show visible signs of breach, and the cause of the out-of-range impedance measurements was suspected to be a calcium build-up and the presence of fibrosis. The lead was disposed at the facility and therefore will not be returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead showed a linear shock impedance trend from 110 ohms in the end of 2022 to 180-190 ohms currently. There were no evocable or recorded noise. All other lead parameters were in range and stable. No threshold or pacing impedance issues. X-ray imaging did not show evidence of compromised lead integrity. Commanded shock testing was performed and showed within-range shock impedance. Since the patient's implantable cardioverter defibrillator (ICD) has an estimated remaining battery longevity of 1.5 years, the lead will be monitored via the latitude remote patient monitoring system until device replacement. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Please note, this supplemental report is being issued to correct the device implant date.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead showed a linear shock impedance trend from 110 ohms in the end of 2022 to 180-190 ohms currently. There were no evocable or recorded noise. All other lead parameters were in range and stable. No threshold or pacing impedance issues. X-ray imaging did not show evidence of compromised lead integrity. Commanded shock testing was performed and showed within-range shock impedance. Since the patient's implantable cardioverter defibrillator (ICD) has an estimated remaining battery longevity of 1.5 years, the lead will be monitored via the latitude remote patient monitoring system until device replacement. No adverse patient effects were reported. This rv lead remains in service.